Manufacturer narrative:
Our investigation did not confirm a product malfunction and the cause of the differing results is unknown. Based on the reported pcr CT values, it appears that the target concentration is on the low end which may have contributed to the discrepant results. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Sars-cov-2 false negative for one patient with the neumodx sars-cov test strip on the neumodx 288 molecular system. Results were positive with a pcr method.